Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not yet receive the explanted devices, x-rays or other source documents for review. The retrievals are currently in transit to zimmer gmbh laboratory. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. As soon as additional info becomes available and/or the device(s) have been returned for eval and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at ths time. (B)(4).

Event description:
It is reported that pt underwent revision surgery due to breakage of ceramic head. It is also reported that breakage occurred without trauma.